Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The customer also mentioned that the infusion set was changed and connected back to the pump. However, the glucose level continues rising.

Manufacturer narrative:
Unit passed functional test including seat, rewind, basic occlusion and occlusion tests.